Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced hyperglycemia with blood glucose level reached 450 mg/dl. Emergency care was required due to the personal diabetes manager being stuck on the loading screen (step 19 of 29), rendering the patient unable to administer insulin. In the ER, treatment included two bags of IV fluids and 5 units of insulin. The patient had not yet been discharged at the time of the report.

Manufacturer narrative:
In the case description, the user mentioned being stuck in a loading screen loop at step 19 of 29. Upon turning on and unlocking the returned controller, it was observed that the application booted up and loaded to step 19 of 29 before the app restarted and starting loading again at step 0, only to reach 19 and restart again. The debug version of the application was installed to pull android log files. The debug version of the app was opened and the issue replicated, however an app not responding message was generated which provided the option to wait for the app to respond. The dialog appeared several times with the wait option being selected each time before the app broke out of the loop and completed initialization. The debug logs showed that, while the app was stuck on step 19 it was attempting to purge records. It took a couple of minutes before the system could purge sufficient records to continue initialization. Inspection of the production android log files showed a large number of records to purge during initialization and confirmed the application attempting to perform a similar record purge before the application restarted. The production version of the application prevented the purge of the records due to the amount of time it takes with no response, which resulted in the app restarting once time allowed for initialization was reached. The exact cause of the records increase and failure to purge could not be conclusive determined from the available logs.